Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to channel blockage issues. In an effort to further investigate the potential root causes, we have initiated r-CAPA-25-0060. We will continue to track and trend channel blockage issues. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It has been reported scope failed during a case. The laser fiber would not pass through the scope; it would get hung up at the distal end. A backup device was used to complete the case with a 2 to 3 mins prolongation no death or (unanticipated) serious deterioration in state of health reported.